Event description:
The customer reported that the energy select down key was no longer functioning. After an evaluation of the device, it was also observed that the analyze key was also no longer functioning. This would prohibit the device from having the ability to analyze a patient's rhythm and deliver a defibrillation shock in AED mode. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the interface pcb assembly and the flex cable assembly which connects the interface pcb with the system pcb and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed parts were further evaluated in the failure analysis center and the cause of the reported failure was determined to be a partially shorted integrated circuit chip, designator u5 from the interface pcb assembly.